Event description:
It was reported that, an 840 ventilator had an inoperable display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. Covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) pcb, and will call dispatch to schedule covidien service engineer to upload the operational software onto replaced gui pcb. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.